Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned and is presumed yet implanted. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided and reviewed by a depuy medical professional. Review of the records confirmed an arthroscopy and partial synovectomy to address painful crepitus. From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records were provided and reviewed by a depuy medical professional. Review of the records confirmed an arthroscopy and partial synovectomy to address painful crepitus. From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states symptomatic patella crepitus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.